Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin had a blank display. The customer's blood glucose level was 280 mg/dl at the time of the incident. The customer stated that the insulin pump stopped working and would not turn on. The insulin pump had a blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. An insert battery alarm was displayed on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.